Event description:
It was reported that during the surgery the t2 anchor came out and was not deployed. No patient injuries or delay were reported. Back-up device was available to complete the surgery.

Manufacturer narrative:
The reported fast-fix 360 reversed curve needle delivery system intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device would not deploy t2. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: application of excessive force. Bending of the delivery needle. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.